Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had keypad issue. Customer's blood glucose level was unknown. Customer stated that the they had to press on the act and esc button press it really hard to make it work. Customer also stated that the top right of the screen where the arrow up button was cracked and insulin pump had random no delivery alarms. Customer declined to troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked case at display window corners. (B)(4).